Event description:
It was reported that the patient¿s device was removed 6 months after implant. It was noted that the system ¿caused the patient more pain than comfort.¿ it was noted that the patient was discharged after the explant.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).